Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ closed IV catheter system had no cap. This was discovered before use. The following information was provided by the initial reporter: it was found no needle cap during the preparation.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9023837. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our quality engineers reviewed the sample, as well as our available retention samples. None of the retention samples reviewed suffered from a similar event, and a through review of the manufacturing line was unable to identify any potential contributing factors that may have lead to the observed non-conformance. Our engineering staff believes the event had to of occurred post production, during either the transportation of storage of the device. The root cause for this complaint could not be confirmed at the conclusion of our review.

Event description:
It was reported that bd saf-t-intima¿ closed IV catheter system had no cap. This was discovered before use. The following information was provided by the initial reporter: it was found no needle cap during the preparation.